Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4): device not returned for analysis.

Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure, the patient died. The 100% stenosed, 3x18mm target lesion was located in the circumflex artery (cx). A 3x20mm liberte stent was implanted resulting in 0% stenosis. No additional procedure was performed in the target lesion. The procedure was a technical success. The patient was discharged on the same day as the index procedure. The patient did not have anginal complaint or silent ischemia. Discharge medication was heparin. The patient experienced cardiac death.